Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transabdominal preperitoneal (tapp) hernia repair procedure, the tissue pad on the sonicbeat energy device detached during use and rendered the device unstable. The detached component was confirmed to have not fallen inside the patient's body. The procedure was completed by replacing the device with an olympus backup device of the same type. No patient harm was reported in association with this event.